Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was stressed in all positions. The reported problem could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error message that the x-ray was disabled. No pt injury was reported.